Event description:
Report of 75% stenosis of right renal artery. Proceeded with angioplasty of right renal artery. A shephard's hook catheter was used to cannulate the renal artery. A sv5 guidewire size 0.018 was advanced and the lesion in the right renal artery was crossed without difficulty. A peripheral balloon size 5 x 40 millimeters was advanced and the right renal stenosis was dilated up to a pressure of eight bars for a duration of 2 minutes. Repeat injections showed a widely patent right renal artery. Thereafter, attempts to deploy a bridge stent to the right renal artery were unsuccessful. The stent was dislodged from the balloon catheter during the procedure. Was able to snare the stent into the tip of the femoral sheath and pull the sheath and the stent onto the right femoral puncture site. Unable to remove stent from the right common femoral artery puncture site. Patient transferred to surgery and stent removed. Patient discharged home.